Event description:
It was reported that this ICD was prophylactically explanted after implantation period of approx. 55 months due to the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The leads were not returned for analysis. Therefore, the manufacturing process for the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction.